Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that one day following an intraocular lens (iol) implant procedure, the surgeon noted that the iol had decentered inferiorly and was missing a haptic. The haptic was floating at 270 degrees in the anterior chamber. The surgeon stated that it appeared the loose haptic dislodged from the optic after the implantation. The patient was referred to a different practice to remove the iol and replace with a different manufacturer's iol. Additional information was requested.